Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. During review of the process, process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "there seem to be blockages so that when we screw them on to a pre-filled vial and attempt to push up the air, the plunger doesn't move. Eventually if we push really hard, it seems like the blockage is pushed out but this requires way too much force and has resulted in issues when administering to patients."